Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. The production and quality control documentation for lot number r12161, expiry date 2015-04 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of product is not affected by this report.

Event description:
Developed an infection after taking synvisc [arthritis infective]. Increased pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician (patient's husband) via another health professional regarding a (B)(6) female patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for previous medical device implantation with synvisc-one (on (B)(6) 2012 in her right knee and she had no problem with that injection. She had concomitant disease of diabetes. On (B)(6) 2012, the patient received synvisc one (hylan g-f 20) injection at a dose of 06 ml, once (route not provided) into her left knee. On an unspecified date in 2012 (after synvisc injection), the patient developed joint infection. Later in (B)(6) 2012 (approximately one week after the injection), she experienced increased left knee pain. On (B)(6) 2012, the patient was hospitalized and she was treated with intravenous antibiotics (unspecified) for the event of joint infection. The patient also had an arthroscopy with lavage. On (B)(6) 2012, the patient was discharged from the hospital. The outcome for both the events was not provided. Concomitant medications reported include januvia (sitagliptin phosphate), levemir (insulin detemir) and lantus (insulin glargine). The intensity for both the events was not provided. The reporting physician did not provide the causal relationship between synvisc one and both the events.